Manufacturer narrative:
A report was received that the tip of a 120cm outback elite re-entry catheter separated and was retained within the patient. The procedure was completed with another outback device successfully and the fractured tip of the previous failed device was then stented in place to prevent dislodgment and potential embolization. The event involved a patient undergoing a percutaneous intervention of a target lesion in the common iliac artery that was described as extending into a calcified distal abdominal aorta. The patient¿s vasculature was accessed via a retrograde femoral approach and a non-cordis 0.014¿ guidewire advanced towards the lesion. The site reported that the outback catheter had been prepped in a straight configuration and that the cannula needle actuated smoothly without difficulty during this prep. The site further reported that the one to one response between the nosecone and rotating knob were not tested during prep. Prior to advancing the catheter, the cannula tip was fully retracted and the handle deployment slide was locked in the proximal position. During the advancement of the catheter, the site reported that the device did not make a ¿clicking sound¿ or turn freely while torquing. The user did not hold onto the luer hub assembly while torquing the device and the torque handle was used alone. There was no difficulty/resistance actuating the product but ¿it just didn't turn properly, it would only face patient left and did not rotate at all.¿ the site reported that the tip was not stuck in the lesion and that there was a reasonable amount of space within the subintimal plane. The correct ¿l¿ marker orientation was not verified with an initial fluoroscopic view ¿because I couldn't get it to face the proper direction to attempt re-entry with the first catheter.¿ given these difficulties, the physician opted to remove the device. No resistance or difficulty was encountered while removing the outback catheter or the guidewire and no abnormal force was required to remove them. However during the removal of the device, its¿ distal tip was noted to be retained within the subintimal space at the target lesion. There was no resistance or difficulty removing the outback from the patient and no abnormal force was required at any time. The procedure was completed with another outback device successfully and the fractured tip of the complaint device was then stented in place to prevent dislodgment and potential embolization without patient injury. The patient is reported to have been discharged. One non-sterile outback elite 120cm re-entry was received coiled inside a plastic bag with an un-deployed cannula. The nosecone was found separated from the catheter tip and it was not received for analysis. No other anomalies were observed. Functional analysis of the cannula deployment process was successful. The handle actuated and the needle deployed and retracted as expected. Microscopic analysis of the distal end of the catheter revealed the presence of welding in the distal tip. Sem analysis of this component revealed that the body surface had evidence of elongation at the areas surrounding the separation. Elongation is a common characteristic of pieces which are stretched/ pulled until separation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿catheter tip/distal tip - fractured-separated/in patient¿ event was confirmed based on the results of the visual analysis. However the product analysis (specifically the sem testing) does not suggest that this condition is related to the manufacturing process. The product instructions for use (IFU) cautions the users that excessive calcification at the site or re-entry may impair performance. The IFU further instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. The IFU recommends that if strong resistance is felt during catheter manipulation/delivery, users should determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Based on the information available for review, there are vessel characteristics (calcification) and procedural factors (excessive attempts at torquing the device) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was received and device availability for eval was updated. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of an outback elite re-entry catheter, the tip of the device separated from the device and remained in the patient. The procedure was completed with another outback device successfully and the fractured tip of the previous failed device was then stented in place to prevent dislodgment and potential embolization. The physician initially inserted the device via femoral approach in a retrograde fashion through the subintimal space of an occluded common iliac to a calcified distal abdominal aorta over an abbott .014" spartacore wire. An attempt to rotate the device resulted in non-rotation and tip separation of the radiopaque tip. There was no resistance felt by the operator to advance or rotate however, during retraction of device it was noted that the tip remained in the subintimal space of the distal aorta, while the remaining body of the device was removed. The wire was also retracted and no resistance was noted when removing the wire through the tip which ultimately remained in the patient. The device is available for analysis. The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion. The handle deployment slide locked in the proximal position. During prep the cannula/needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter. Regarding a one to one response to the nosecone while rotating the rotating hemostatic valve during prep, it was not specifically tested but it was clearly attached and moving in concert with the rest of the catheter. The device did not make a "clicking sound" and then begin to turn freely while torquing. The user did not hold onto the luer hub assembly located in front of the black handle while torquing the device because the torque handle was used alone. The tip did was not stuck in the lesion while torquing and there was a reasonable spaced developed in the subintimal plane. There was no difficulty/resistance actuating the product but "it just didn't turn properly, it would only face patient left and did not rotate at all." The l" marker leg, on the catheter "lt" directional marker band, towards the target re-entry site was not verified using an initial fluoroscopic view" because I couldn't get it to face the proper direction to attempt reentry with the first catheter." The stored torque in the catheter shaft did not release after the cannula tip was properly positioned "because it wasn't under any torque and didn't ever get in the appropriate position. It just stayed patient left." There was no resistance or difficulty removing the outback from the patient and no abnormal force was required. The patient was discharged.